Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection, the cs100 intra-aortic balloon pump (iabp) had an alarm automatic inflation was restricted. No personnel were injured.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e4, g2. A getinge field service engineer (fse) checked the device and found that the safety disk needed to be replaced. Fse stated the matter has been resolved, but no other information available as of now that how the issue got resolved. In future if we receive any repair information will reopen and update the investigation.